Event description:
It was reported that high hv lead impedance alert was received via merlin.net transmission. Programming changes were recommended. Patient is fine and will be scheduled for in clinic visit.

Manufacturer narrative:
(B)(4).